Manufacturer narrative:
Findings: unit received with partial display with grey spot towards center of display and white spot at top right corner of display due to corrosion on all electronic assemblies. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, severely stained serial number label, severely faded end cap address label, corrosion on force sensor assembly and moisture damage on motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in (B)(4). However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called via phone call and reported that part of the insulin pump display is unreadable. Stated that seems as if it is moisture damage. Blood glucose was 19.4 mg/dl. Advised that replacement pump will be sent and product will be return for analysis.